Event description:
The hospital biomed found that the head section was slowly drifting down from the high position. The head hydraulic cylinder was found to be defective. There were no reported adverse events associated with this product problem.